Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Reportedly, the customer has not is new to the pump and has not received pump training yet. The customer believes the lack of training contributed to their elevated bg levels. Insulin pens were used to address bg levels. During system check with tandem technical support an air bubble was noted in the patient line tubing and the customer reported using cold insulin. Recommendation was made to not continue pump use without proper training and to consult with their health care provider. Reportedly, customer was able to remove some of the air from the tubing prior to contacting tandem technical support.